Manufacturer narrative:
(B)(4). A review of all batch record documents for potentially associated lot number h13k05028 was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. As the sample was not returned and the lot number is unknown, a device evaluation cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis manifested by abdominal pain coincident with peritoneal dialysis (pd) therapy. The patient did not require hospitalization and the cause of the peritonitis was unknown. The patient was treated with an unspecified antibiotic (dose, frequency and route not reported) for the event but it was later discontinued the following month. While recovering from the previous diagnosis of peritonitis, the patient was diagnosed with recurrent peritonitis. The patient was again treated with an unspecified antibiotic (dose, frequency and route not reported) for the event. Treatment was eventually discontinued and the patient was again reported to be recovering from the peritonitis. A month later the patient was again diagnosed with peritonitis. Two days later, the patient was admitted to the hospital for abdominal pain and was started on unknown IV antibiotics (dose and frequency not reported) for the peritonitis. While in the hospital the patient's pd catheter was removed and the patient was started on hemodialysis. Four days after the hospitalization, the patient was discharged. The patient no longer had abdominal pain and was recovering from the peritonitis. Additional information was requested but was not available at this time. This is report 2 of 5 involved in this event.

Manufacturer narrative:
(B)(4). If additional relevant information is obtained, then a follow-up MDR will be submitted. This is the same patient as (B)(4).